Manufacturer narrative:
Date of event is unknown.

Event description:
Product manufacturer reference number: 1627487-2021-00827. It was reported that the patient's ipg and lead were explanted and replaced on (B)(6) 2021 for an unknown reason. The patient has effective therapy post operatively.

Event description:
Product manufacturer reference number: 1627487-2021-00827, 1627487-2021-13043. It was reported that the ipg was replaced due to being inoperable, and the lead was replaced due to migration.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.